Event description:
In 1999 to 2002, reporter used, intermittently, a suture manufactured by ethicon called "panacryl"; nearly every pt they used this suture on developed, up to 12-18 months after its use, predictable non-healing "openings" of their abdominal incisions consistent with suture granulomas. This necessitated returning each pt to the o.r. For removal of the suture--often opening the subcutaneous tissue and removing the entire length of suture. Rptr does not have names and dates of every pt--probably used on 15-20 pts--removed in approximately 10 of those that they know of.